Event description:
Reporter alleged obtaining the results of around 300 mg/dl and 150 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used up, so no product will be returned for evaluation.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.